Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that during generator replacement surgery, high impedance was observed when the new generator was connected to the existing lead. Device diagnostics were unable to be performed with the old generator as the battery was depleted. Troubleshooting was performed by disconnecting the lead pin from the generator header and reinserted it; however, this did not resolve the high impedance. The generator was disconnected from the lead and tested with a resistor which showed the generator was working as intended. The surgeon reinserted the lead pins back into the generator header and high impedance was again observed. The surgery was completed without lead replacement and the generator was programmed on. No known surgical interventions have been performed to date to correct the high impedance. No additional relevant information has been received to date.

Event description:
Clinic notes were received from a visit dated (B)(6) 2015 indicating that after interrogation of the device, the lead impedance was found to be very high and the physician noted the lead may be ¿interrupted¿ and needs replacement.

Event description:
The patient underwent a lead revision surgery on (B)(6) 2016. The lead impedance of the new system was 1725 ohms which is within normal range. The reason for the lead revision was lead discontinuity. After the lead was explanted very little of the lead remained intact and it was discarded. Therefore it could not be returned for product analysis.

Manufacturer narrative:
This information was inadvertently left off of MFR. Report #02.